Event description:
It was reported that the customer's pump screen was frozen and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to a backup insulin pump to ensure continuous insulin delivery.